Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On october 23, 2017, olympus (B)(4) visited to the facility to follow up with the event. The facility reported that additional microbiological culturing test at the facility indicated no microbial growth for the subject device. (B)(4) representative inspected the channel of the subject device at the facility and confirmed neither abnormality nor scratches on november 1st, (B)(4) was informed that the facility conducted subsequent culturing test and test result indicated no microbial growth for the device again.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for pseudomonas aeruginosa (the number of bacterial were not informed). There was no report of patient infection associated with the event.